Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. A medtronic technical services review of patient archive found the lesion was outside the green sphere of accuracy from the pointmerge registration. Also determined the magnetic resonance imaging (MRI) and 3d model were of poor quality.

Event description:
A medtronic representative reported that, while in a cranial biopsy procedure, the surgeon was unable to obtain diagnostic tissue. The site completed a pointmerge registration and confirmed accuracy. The lesion was very small and the staff noted the surgeon had been operating for a couple of hours and there may have been some brain shift. In trouble-shooting, the site merged a post-op scan and deemed being inaccurate 5 millimeters anterior. The patient was reported to have weakness in the right arm.

Manufacturer narrative:
A medtronic representative, following up with the site, reported that since this event the site has set up a new protocol for their stealth scans. The medtronic representative also reviewed fiducial placement with the site. The medtronic representative stated the site has reported no further issues.